Manufacturer narrative:
(B)(4). Device evaluation: failure code 543:320:654:0000 was discovered and confirmed in the device event history by baxter. The assignable cause was determined to be a defective pump head module. The baxter owned device will not be repaired at this time. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 543:320:654:0000, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.